Manufacturer narrative:
Carefusion file identifier: (B)(4). Any additional information received from customer will be included in a follow up report. At this time, carefusion has not received the suspect device/component for evaluation. (B)(4).

Event description:
The customer reported while using the avea ventilator, the touchscreen is not working. The customer reported that it occurred during preparation of the unit and it was working properly during the last time it was on a patient. The customer reported that the device was not on a patient during this incident.